Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 (con). Information was received from a family member regarding a patient with an implantable neurostimulator (ins). It was reported that the patient trialed the therapy and it went well. They went on to have the implant procedure but subsequently experienced numb toes, a blood clot, and paralysis. The implant was removed. No further patient complications were reported as a result of this event. (B)(6) 2020 (rep): no new information.